Manufacturer narrative:
An event regarding pain involving a adm shell was reported. The patient factors was confirmed following review by a clinical consultant. . Device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: a review of the provided medical records and xrays was performed by a clinical consultant. The clinician review noted: "the most relevant finding to explain the problem in this case relates to the observation of impingement between stem and adm cup during revision surgery. The observed impingement conditions are impossible without cup (or sometimes stem) malposition. As such is impingement always pathological. Under conditions with optimal anatomic reconstruction, the periphery of the cup is flush with the surrounding acetabular bone and then the endpoints of range of motion (rom) in the hip are determined by the bone geometry and soft tissues around the hip that usually provide a soft endpoint to the rom and as such absorb the impact of the stresses at the rom endpoint. If the cup periphery protrudes somewhere from the acetabular bone, a ¿hard¿ endpoint is generated by contact between stem neck and cup rim, commonly called ¿impingement¿ and this is responsible for a severe overload condition with eccentric loading in the arthroplasty bearing, primarily on the proximal taper junction between femoral head and stem neck with cup interface but equally transferred in distal direction to the stem body. All this may translate into thigh pain or other clinical symptoms as well as mechanical symptoms of ¿clicking¿ and other noise phenomena. There is no info about clinical symptoms other than presence of thigh pain but the correlation with the findings of impingement is clear. The problem of impingement in this patient is explained by the deformation of this hip through an abnormal anatomy already existing prior to arthroplasty with hip dysplasia and a valgus configuration of the femoral neck." The problem of impingement was clearly introduced by the use of an adm cup construct that is more bulky than a traditional cup. There was hardly space in the acetabular bone for a traditional cup, even after additional reaming, where implantation of the more bulky adm cup caused a protrusion of the metal rim of the construct with at least 1-cm into the joint space. This protrusion of the adm device into the joint space detracts from the effective movement space for the arthroplasty and as such is responsible for the problem of impingement, consistent with the reported findings during revision. As discussed before, it would be quite well possible that an additional anteversion issue with cup position was present. The surgeon did report that component position appeared adequate but while this may be true for an average patient with normal anatomy, under conditions of abnormal anatomy, an ¿average normal¿ anteversion is not necessarily identical with optimal component position for such a specific pathological condition. Procedure-related factors: use of a relatively bulky adm cup construct in a patient anatomy with limited space dueto hip dysplasia with possibly an additional but unproven anteversion issue of the cup. Patient-related factors abnormal patient anatomy with hip dysplasia and valgus configuration of femoral neck. Obesity (bmi = 36) a potential secondary but still minor factor. Device-related factors: none. Diagnosis: use of a relatively bulky adm cup construct in a patient anatomy with limited space due to hip dysplasia with possibly an additional but unproven anteversion issue of the cup has contributed to impingement by protrusion of the bulky cup construct into the joint space with an overload condition in the arthroplasty and thigh pain requiring revision. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the clinical consultant concluded: "use of a relatively bulky adm cup construct in a patient anatomy with limited space due to hip dysplasia with possibly an additional but unproven anteversion issue of the cup has contributed to impingement by protrusion of the bulky cup construct into the joint space with an overload condition in the arthroplasty and thigh pain requiring revision." If additional information and/or device become available, this investigation will be reopened.

Event description:
Patient was revised for thigh pain. During the revision surgery, the physician noted she had an impingement between the stem and the acetabular cup. The physician revised both the cup and stem.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient was revised for thigh pain. During the revision surgery, the physician noted she had an impingement between the stem and the acetabular cup. The physician revised both the cup and stem.